Event description:
It was reported that on (B)(6) 2022, the patient's innominate vein tore after reinserting the chest retractor. The implantable cardio defibrillator (ICD) had caused intense fibrosis of the midportion of the innominate vein and under tension which caused it to tear. The site was repaired the same date while the patient was on bypass. On (B)(6) 2022, the patient had severe chest pain and increased shortness of breath on. A computed tomography (CT) scan was performed and shows a small stable left pleural effusion. They were treated with diuresis. The event resolved on (B)(6) 2022. On (B)(6) 2022, the patient developed an allergy to heparin which caused thrombocytopenia.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.